Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue first began on (B)(6) 2018, around 6-7:00pm. The patient reported that she obtained an alleged inaccurate high result on the subject meter compared to the other meter. However, she was unable to provide readings for either device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes with insulin (self-adjuster), humalog and toujeo and reported taking her usual dose including sliding scale in response to the alleged product issue. The patient stated that on (B)(6) 2018 around 3:00 am she developed symptoms of ¿felt like throwing up, she almost passed out, and her heart rate got low¿. The patient reported that she was treated by her husband with food/drink ¿gave her orange juice, candy, cinnamon buns, and glucose tablet¿. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. The test strips were stored correctly and within expiry date and the test strip vial was neither cracked nor broken. The patient did not have control solution to perform a test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.